Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) proximal conductor fractured; full lead returned. (B) (4) proximal conductor fractured; full lead analyzed.

Event description:
It was reported the atrial lead ((B) (4)) was explanted and replaced due to apparent fracture. It was also reported the ventricular lead ((B) (4)) was explanted and replaced due to oversensing. Lead insulation breaks were noted, and the patient was reportedly feeling pocket stimulation. No further patient complications were reported as a result of this event.